Event description:
It was reported that intermittently the pump shut off unexpectedly. Multiple follow ups were made to obtain additional information, however, a response was not received. There was no reported adverse impact to the customer.